Event description:
This report summarizes nine malfunctions. A review of the events indicated that model rf048f vena cava filter allegedly experienced patient device interaction problems. These reports were received from various sources. All the nine malfunctions involved patients with no patient consequences. Of the nine patients, four were female, two were male, five patients ages ranged from 46 - 63 years and two patients weight ranged from 160 - 280 pounds. All other details of the patients were not provided.

Manufacturer narrative:
Of the 13 reported malfunctions, four were reassessed for reportability and determined to be reportable as a serious injury, and three were reported under emdr 2020394-2020-06498, 2020394-2021-80182 and 2020394-2020-06432, and one will be reported under emdr 1746574. Of the remaining nine devices, three lot numbers provided and lot history reviews were performed. No devices were returned for evaluation. Medical records were provided for six malfunctions and images were provided for four malfunctions. The investigation confirmed perforation for five malfunctions. For one of the malfunctions, detachment of device was added additionally and the investigation is confirmed for perforation; however, the investigation is inconclusive for filter limb detachment. The remaining three malfunctions are inconclusive for perforation. The definitive root cause has not been determined. The devices were labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eight malfunctions. A review of the events indicated that model rf048f vena cava filter allegedly experienced patient device interaction problems. These reports were received from various sources. All the eight malfunctions involved patients with no patient consequences. Of the eight patients, four were female, two were male, six patients ages ranged from 46 - 70 years and three patients weight ranged from 160 - 280 pounds. All other details of the patients were not provided.

Manufacturer narrative:
H10: of the 13 reported malfunctions, five were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06498, 2020394-2021-80182 and 2020394-2020-06432, 2020394-2021-80431 and 2020394-2021-80298. H10: of the remaining eight malfunctions, four lot numbers provided and lot history reviews were performed. For one malfunction, product catalog no was updated to rf310f. No devices were returned for evaluation. Medical records were provided for seven malfunctions and images were provided for six malfunctions. For six malfunctions, the investigation is confirmed for perforation. For one of the malfunctions, detachment of device was added additionally and the investigation is confirmed for perforation; however, the investigation is inconclusive for filter limb detachment. For the remaining one malfunction, the investigation is inconclusive for perforation. The definitive root cause has not been determined. The devices were labeled for single use. H10: d4(corporate lot no: gfoj2526, unknown), g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes twelve malfunctions. A review of the events indicated that model rf048f allegedly had patient-device interaction problems. These reports were received from various sources. All the twelve malfunctions involved patients with no patient consequences. The weight of 60 year old female patient was 160 lbs and one female patient was 46 year old. No other information provided for all the patients.

Manufacturer narrative:
H10: of the 13 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and were reported under MDR (B)(4). H10: no lot numbers were provided. Therefore, lot history reviews were not performed. No devices were returned for evaluation. Medical records were provided for two malfunctions. The investigation confirmed perforation for one malfunction. For one of the malfunctions, 2907 - detachment of device was added additionally and the investigation is confirmed for perforation; however, the investigation is inconclusive for filter limb detachment. The remaining 10 malfunctions are inconclusive for perforation. The definitive root cause has not been determined. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 13 reported malfunctions, two were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06498 and 2020394-2020-06432. H10: of the remaining 11 devices, three lot numbers provided and lot history reviews were performed. No devices were returned for evaluation. Medical records were provided for five malfunctions and images were provided for four malfunctions. The investigation confirmed perforation for four malfunctions. For one of the malfunctions, 2907 - detachment of device was added additionally and the investigation is confirmed for perforation; however, the investigation is inconclusive for filter limb detachment. The remaining six malfunctions are inconclusive for perforation. The definitive root cause has not been determined. The devices were labeled for single use. H10: g4, d4(corporate lot no: unknown) h11: b5, d4(corporate lot no) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eleven malfunctions. A review of the events indicated that model rf048f allegedly had patient-device interaction problems. These reports were received from various sources. All the eleven malfunctions involved patients with no patient consequences. Of the 11 patients, four were female, one was male, four patients ages ranged from 46 - 63 years and two patients weight ranged from 160 - 280 pounds. No other information provided for all the patients.

Manufacturer narrative:
No lot numbers were provided. Therefore, lot history reviews were not performed. No devices were returned for evaluation. Medical records were returned for one device and confirmed for perforation. The other 12 malfunctions are inconclusive for perforation. A root cause has not been determined. The device(s) was/were labeled for single use.

Event description:
This report summarizes thirteen malfunction events. A review of the events indicated that model rf048f allegedly had patient-device interaction problems. All thirteen events were used inside the patient. The status for all the patients is unknown. One of the patients was a (B)(6) female, of (B)(6). The patient age, weight, and gender for the remaining twelve events were not provided.

Manufacturer narrative:
The thirteen devices were not returned for evaluation; therefore, the investigation is inconclusive for the patient-device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes thirteen malfunction events. A review of the events indicated that model rf048f allegedly had patient-device interaction problems. All thirteen events were used inside the patient. The status for all the patients is unknown. One of the patients was a (B)(6) female, of (B)(6). The patient age, weight, and gender for the remaining twelve events were not provided.